Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551553, expiration date 07/31/2012). (B)(4).

Event description:
Caller states patient tested 406 mg/dl on inform system 1, 97 mg/dl on an unknown professional meter, and 112 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used with the inform systems. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.